Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power anomaly. The customer's blood glucose value was 163 mg/dl. The customer stated that they did not receive low battery alert prior to the off no power alert. The customer stated that the battery cap was not loose, cracked or damaged. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube threads however, passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No off no power anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and scratched reservoir tube window. The insulin pump was returned without the battery cap unable to confirm damage.